Event description:
It was reported an asymptomatic patient presented in clinic during follow up when post-sensed r-wave under-sensing was observed. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.